Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 4 bd¿ luer slip tip syringe with attached needles experienced separation of syringe and needle during use. The following information was provided by the initial reporter: consumer reported all 4 needle hub assembly stayed in the needle shield. He tried to remove needle from shield and stuck himself.